Event description:
Complainant alleged that while attempting to treat a 57-year-old female patient, the device displayed a "runtime calibration failure - 1051" and the device shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections device problem code. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report of "runtiime calibration failure -1051" was observed during review of the device logs. During our investigation, the report of the unit shutting off was unable to be duplicated. The log showed that after the 1051 alarm is triggered, the device remains off for 15 minutes. The inactivity seen in the logs could have been caused by the user shutting off the device. It is unclear if the user shut off the device or the 1051 failure caused the device to stop ventilating. The device passed all testing. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 57-year-old female patient, the device displayed an unknown error message and stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.